Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2012. During the procedure,the "c ring" that holds the locking screw into the trial liner was dislodged from the screw and trial liner. This was not recognized intraoperatively, but the "c ring" became visible on the post-op x rays and confirmed at the patient's one month follow-up. The ring is currently located on the inferior medial edge of the acetabular cup.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product lot identification necessary to review manufacturing history was not provided.